Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified the weight the device within specification, deformation, wear abrasion and crease fold. Voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right side implant exchange with no complaint against the device. Device remains implanted. Healthcare professional reported rupture on unspecified side. The device has been explanted.

Event description:
Healthcare professional reported a right side implant exchange with no complaint against the device. Device remains implanted. Healthcare professional reported rupture on unspecified side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.